Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Not applicable, as lens was removed/replaced in the initial surgery. Not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an zcb00 intraocular lens was implanted into the patients right eye on (B)(6) 2018, and removed during the same procedure due to a scratch on the lens observed by the surgeon. The procedure was successfully completed using a back-up lens. There were no injuries and no additional intervention required. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 01/22/2019, device returned to manufacturer: yes. Device evaluation: the sample was received inside the lens case in the packaging box. The lens was observed under microscope and it was received cut in the middle with one half missing. A haptic detached and one half lens with the haptic, was received. The condition of the lens is typically of a lens that was cut for removal. Due the condition of the lens received the complaint could not be verified. A product quality deficiency was not identified. Manufacturing records review: the manufacturing records for the device were reviewed. The review identified no non-conformance reports (nc) associated to this production order. The product was manufactured and released according to specifications. Historical data analysis: a search in complaint history revealed no other complaint has been received for this production order number. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.